Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the keyboard was failed. A field service engineer replaced defective keyboard to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had keyboard failure. The customer reported that the user was not able to remove/issue meds to the patient during the malfunction and there was a delay in issuing medications to patient. There were no adverse events or injuries reported based on this incident.